Event description:
Pump alarm 20 was reported during insulin delivery. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite attempts to load a new cartridge with assistance, cartridge alarm recurred, preventing successful insulin therapy resumption. Technical support arranged for a replacement pump and instructed the customer on backup insulin delivery via multiple daily injections (mdi) and on returning the faulty pump.